Manufacturer narrative:
(B)(4). No eval explanation: lead not returned to manufacturer.

Event description:
It was reported that the patient was hospitalized for 6 days due to right atrial lead dislodgment. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.